Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode could not be identified based on the returned device condition. Production record reviews was performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported unspecified failure mode could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery with a proglide device related to an unknown procedure. Reportedly, the proglide device did not appear to work. A cutdown was performed at the access site. During the cut down, a small plastic piece of the proglide device was found in the artery and then removed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional device was returned with the complaint device (captured in (B)(6). The additional device was returned with the lever in a closed position and the foot partially retracted. An unknown method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.